Event description:
Patient in ICU, noted to have low bis score. Neuro exam revealed blown pupils. Approximately same time, ECMO console noted to be displaying dashes. Gel reapplied to flow probe but issue not resolved. Patient became hemodynamically unstable, sbp 50-60, code medications administered. ECMO circuit noted to have extensive air on venous lines. Circuit clamped and switched out.